Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis. The unique device identifier (UDI #) is unknown.

Event description:
It was reported the patient experienced ineffective therapy. In turn, surgical intervention took place where ipg was explanted and replaced.